Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2016, patient presented with pre-op diagnosis as oblique lumbar interbody fusion 4-5 and 5-1. Intra-op, the patient deceased. The event was related to exposure of l5-s1 oblique/anterior approach. The surgeon compromised the iliac vein during exposure resulting in bleeding. Surgeon then attempted to repair, transfusion of blood and plasma. The rest of the procedure went well, while removing retractor blades, more bleeding occurred that they were not able to control. No device problem was reported. The products came in contact with the patient but didn't caused the issue. The issue was caused during exposure using hospital equipment.